Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrode (te) was pulled from strain relief and the cable connecting ECG c and d was missing. The cause for the failure was isolated to the strained and missing cables. The root cause for the strained dn to rear te cable was excessive force. The root cause for the missing ECG c and d cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.